Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer alleged the pump was not delivering the proper amounts of insulin. Customer's blood glucose ranged from 140-220 mg/dl. Tandem technical support and clinical diabetes specialist performed troubleshooting with the customer and found pump to be functioning as intended. However, customer does not feel confident with the pump and maintains that there is a pump issue.